Manufacturer narrative:
(B)(4). Follow up. The customer reported that while twisting a syringe onto a blood filter, part of the syringe¿s luer lock fractured and broke off. A physical sample was not returned; therefore, a comprehensive product evaluation could not be performed. To support the investigation, two photographs were provided to the quality team. The first image depicts a syringe with the barrel luer tip broken off, positioned next to a blood filter connector. The second image depicts the top web of a packaging blister. No additional information could be obtained from the photographs. Historical investigations have shown that applying excessive torque to the luer lock during connection to a mating device can result in damage consistent with the condition described. A device history record (DHR) review was completed for material number 309653, lot 5238161. The review did not identify any quality issues during manufacturing that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. To date, no other similar events have been reported for this lot. Based on the available information and the photographic assessment, the customer¿s reported condition is confirmed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml luer was cracked / damaged / deformed. The following information was provided by the initial reporter: material#: 309653. Batch#: 5238161. Verbatim: rcc received a complaint via email. Email(s) attached. I wanted to pass along the following issue that a nurse had with a 50 ml syringe. While twisting the syringe onto a blood filter, part of the syringe's luer lock broke off onto the blood filter. It's hard to see the issue from the picture below. I've included pictures of the packaging for both the syringe and the blood filter (though it seems like the issue is only with the syringe and not the filter itself). Item -309653. Lot - 5238161. Additional information provided: no patient harm was documented the information came from the incident report.